Event description:
Paramedics attempted to use the device to administer external pacing to a patient diagnosed as asystolic. The device's pacing function allegedly failed. Drugs and CPR therapy were subsequently administered to the patient. The patient was delivered to the hospital in a sinus tachycardia rhythm and with a pulse. The patient's outcome was not known.